Event description:
It was reported by a customer complaint that the patient was seen in the ER for an episode of hyperglycaemia. It was reported that the patient has been using the pump for 2-3 months and they state that doctor is having trouble getting patient's blood sugar under control reportedly the patient tried changing the site and continued to receive high blood sugar readings, their blood sugars were into the 500's, and only came down to 289 with an injection. Physician reportedly has instructed the patient to request a new pump. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.